Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture. A chest x-ray showed lead dislodgement. The lead was successfully repositioned.